Manufacturer narrative:
All buttons functioning properly. No button error alarm during testing. No moisture or corroded keypad found. No flatted keypad. Connector was inspected and locked on lcd board. Device passed displacement test, self test, off no power test and all operating currents tested within the specific range. No failed battery test alarm were noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump's buttons were harder to press and hard to push more than once to get it response. The customer¿s blood glucose level was unknown at the time of the incident. Customer reported that the insulin pump rejected new batteries. Customer decline to troubleshooting with technical support. The insulin pump will not be returned for analysis.